Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4), 2011 the meter was tested and no faults were found. On (B)(4), 2011 the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was displaying an "er5" message. Per the onetouch ultralink owner's booklet, an error 5 message can be due to "insufficient sample applied or meter/strip issue." The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began on (B)(6) 2011 at 10:00pm. The patient stated that his diabetes with the insulin pump and denied making any changes to his normal diabetes management routine in response to the reported issue. About a month after the alleged product issue occurred, the patient claimed to have developed symptoms of "feeling faint" but denied receiving any treatment in response to the symptoms. During troubleshooting, the cca determined that the patient was storing the test strips outside the vial. The cca also noted that the patient did not have the testing supplies available to troubleshoot. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this complaint is being reported because the issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.